Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No change battery now alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm without prior notification of low battery alarm. Customer stated that battery cap was not loosen, cracked or damaged. Customer stated that this was not the second occurrence of replace battery without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.